Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. The patient was treated with injection vancomycin (2 grams, frequency and route not reported) for the event. At the time of this report, the patient had recovered from the event. Action taken pd therapy was unknown. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Updated information: at the time of this report, the patient¿s peritoneal dialysis effluent was clear. Should additional relevant information become available, a supplemental report will be submitted.